Event description:
Twelve years ago, the patient underwent bilateral breast reconstruction with silicone implants status post (s/p) chemotherapy and bilateral mastectomy. Four months ago, the patient underwent routine MRI for surveillance. During this MRI it was appreciated that the right breast implant had ruptured. The patient elected to undergo reconstruction revision last month. Upon the removal of both implants it was determined that they were both ruptured.